Manufacturer narrative:
E1 report phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.